Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital for radiation therapy due to unrelated health issue. Upon device interrogation, the atrial lead exhibited high pacing impedance and high capture thresholds in both unipolar and bipolar configurations. The lead was explanted and replaced on (B)(6) 2016. There were no adverse consequences to the patient.